Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per (B)(4) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device battery needs to be replaced. There was no patient involvement.

Manufacturer narrative:
Additional information: device available for eval? Returned to manufacturer on, report source, device return to manuf ? Device eval by manufacturer?, imdrf annex b,c & d grid. Omit: b21 type of investigation not yet determined, c21 results pending completion of investigation and d16 conclusion not yet available h3 other text : see manufacturer narrative.

Event description:
It was reported that the device battery needs to be replaced. There was no patient involvement.